Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed. The (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while filling a bd discardit ii¿ syringe, ¿liquid passed through the plunger tip resulting into inaccurate dosage¿. The complaint states that the syringe and drug was rejected and returned and there was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Correction: date received by manufacturer: 04/06/2018. Investigation results: our quality engineer was unable to verify or duplicate the indicated failure mode based on the pictures provided for investigation. A stock check was performed on the provided lot inspecting for any damage in the barrel or plunger tip and none was found. 200 retention samples of lot# 17j1811 had been visually inspected for any damage in barrel or plunger tip, all samples found in good condition. A device history record was reviewed and found no evidence to lead to this issue. The entire routing test for reported lot found within the specification limit. The team reviewed assembly process and all process controls are found in place. Also, machines have online facility to check any damage / crack / leakage in the syringe. Challenge test are conducted in every shift. Leakage test are performed in molding and assembly operations in every shift. Also, during in process quality checks no such defect was observed. Five samples prepared by intentionally damaging the plunger tip to generate defect leakage (as claimed by the customer) and were put on marking and assembly machine to check integrity of leak detection system. All samples were rejected on the machine. Also, during in process quality checks no such defect was observed. Log sheet ¿ sealing width problem, forming setting problem, minor stoppage, forming die water connector changed and stoppage due to chiller installation is recorded in primary packaging process during manufacturing of lot # 17j1811. Preventive maintenance- done as per schedule. Stoppages ¿ feed barrel problem, marking indexing out hence setting done, extractor pneumatic cylinder changed and barrel conveyor bush bolt broken problem occurred in marking & assembly process during manufacturing of lot # 17j1811. The team reviewed assembly process and all process controls are found in place. Also, machine has online facility to check any damage / crack / leakage in the syringe. Challenge test conducted in every shift. Leakage test is performed in molding & assembly operations in every shift. Also, during in process quality checks no such defect was observed. Due to unavailability of actual defective sample, further investigation activities could not be performed. The team will monitor the defect and if found during process, actions will be taken appropriately. The exact root cause is not identified. Based on severity and occurrence, it was determined that no corrective action is required.